Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Summary: a complaint of foreign matter was received from the customer. A sample was returned for the investigation. Through visual inspection under a microscope, brown sticky matter could be seen in the tubing; the customer complaint was verified. A device history record review for model mx4436 lot number 20036016 was performed. The search showed that a total of 8,103 units in 1 lot number was built on 13mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause could not be determined, but possible root causes include error in manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample received for investigation, pictures of matter attached to complaint visual inspection confirmed the complaint of foreign matter. There were two pieces of brownish colored sticky and thick matter, seemed to be stuck on tubing. Could not determine what the foreign matter was. Root cause cannot be determined.

Event description:
It was reported that the 166-in 15 drop admin/removable experienced foreign matter contamination. The following information was provided by the initial reporter: material no: mx4436, batch no: 20036016, called to report that one of the new tubing had a fm that looked like a hard thick blood. Samples are available. Mx4436, lot#20036016.